Event description:
Upon attaching the leventon dosi-fuser 250d2 pump to the pt and releasing the clamp on the IV set, the pump leaked on to the pt's skin. The pump was detached from the pt, dried and visually checked by the nurse and physician in the clinic. The nurse reported seeing fluid leak directly from the thermal/flow regulator on the leventon dosifusor 250d2 IV line. The pump was placed in a ziplock chemotherapy bag and disposed of in a hazardous waste bucket. Diagnosis or reason for use: administer continuous infusion of fluorouracil over 46 hours.